Event description:
It was reported that the external pulse generator did not respond to the controls. It was noted that this occurred while the generator was being used on a patient. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator did not respond to the controls, it passed incoming and bench testing with no anomalies observed. Analysis did find that the upper case was dented and scratched, that silicone was missing on the main printed circuit board and that one board connector was open on one side from a previous repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.